Event description:
A malfunction was reported on a pump by the caller, although no notable events preceded the malfunction. There was no reported impact on the customer's blood glucose level, as the information was unknown or declined. After receiving a malfunction code, technical support provided the customer with instructions to reset the pump, and no recurrence of the malfunction code occurred after the reset. The customer was advised to continue using the pump and to contact technical support if the issue recurred, which they acknowledged and understood.